Manufacturer narrative:
Retainer ring black. Customer returned pump for an alleged possible over delivery, low bgs, sensor anomaly, pump error 23 alarm and stuck button alarm found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thus. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. In further full review of the pump history on the event date of dec 12, 2021, there is no unexpected alarms/suspends and found bolus delivery of daily total of bolus insulin delivered = 9.8 u bolus. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump error 23 alarm was recorded and found in the formatted history file on (B)(6) 2021 23:23:00.000. All buttons function properly. No stuck button alarm noted. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on (B)(6) 2021 22:56:05.000 and (B)(6) 2021 23:06:01.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Sensor anomaly and pump error 23 alarm were not confirmed. Pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a post reset ram crc alarm and stuck button alarm. They stated that the keypad was puffed and compressed. Customer was able to resolve the alarm and completed rewind. Customer was able to clear stuck button alarm. Customer was using the insulin pump for 48 hour of reporting the low blood glucose event. Customer stated that they had a low blood glucose level of 47 mg/dl. Customer stated that the insulin pump was not in auto mode. Customer stated that their dog ate the glucometer. Customer stated that they received a change sensor alarm. The insulin pump will be returned for analysis.